Event description:
It was reported that the user and caregiver were unable to unlock the ilet to initiate a firmware update, and inspection identified a cracked screen, consistent with physical damage to the device. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device display was cracked, preventing entry of the unlock code and precluding the firmware update. It was concluded that the event was due to mechanical damage to the device screen, and a replacement device was provided to restore therapy continuity.